Event description:
It was reported that during a laparoscopic appendectomy procedure, on the inital firing the cartridge came loose from the stapler during the firing sequence. Only two third of the staples were deployed. The cartridge pulled forward in the stapler but did not fall out. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.